Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Customer stated, "I purchased a box of tests and they were missing pieces. And one of them never got a line. I'm very disappointed as our whole house is sick and we couldn't afford to spend the money we did for it to not work or be missing nieces. How can I get a refund or replacement asap?" Scar# (B)(4).